Manufacturer narrative:
Failure analysis was performed on the battery and power supply. No anomalies found during visual inspection. The 110 vac was applied to the power supply input, immediate smell of melting plastic capsulation. The electrical connection between the output and the ground was checked, there was an electrical short. Destructive analysis confirmed electrical short at connector plug between the fork and the barrel. Conclusion: confirmed the customer complaint caused by power supply connector failure, the dc plug cable end was electrically shorted. The battery was inserted into an operating encore programmer, the programmer charge led flashed. Ac power was removed from the programmer: the programmer shut down. The battery was reinserted and was attempted to be charged for 15 minutes. Ac power was removed again from the programmer, the programmer shut down again. Battery analysis indicated a critical battery failure and permanent battery failure. Conclusion: confirmed the customer complaint that the battery pack would not charge. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while the programmer was plugged in, it was turned on and generated a message of "low battery," and it then started smoking at the site of the battery charge connection. It was further noted that the tip of the connection was melted. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: at analysis the customer comment of smoking at the site of the battery charge connection and that the tip of the connector was melted was confirmed and it was additionally noted that the programmer connector that receives this (melted) connector was also melted. It was also noted that the programmer would power up with a known good battery. The power supply and computing platform assembly were replaced, the software was reloaded and reimaged and the device passed functional, safety and systems tests. If information is provided in the future, a supplemental report will be issued.